Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was shocked several times for a ventricular arrhythmia. It was reported that there were two attempts to deliver anti-tachycardia pacing (atp). The atp converted the rhythm for 4-5 beats and then it would return. The device continued to treat the arrhythmia with a 5 joule shock, a 21 j shock and then subsequent 41 j shocks until therapy was exhausted. There was an allegation that all of the programmed atp for attempt 2 was not used before going to the first shock. It was later discovered that atp had timed out and appropriate device function was confirmed. It was also reported that the patient had a difficult time tolerating the arrhythmia. It was reported by the time the ambulance arrived the patient was blue and the patient's spouse thought the patient was deceased. An addition of a sub-q array or reprogramming to accommodate the patient's needs was recommended by a boston scientific technical services consultant.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.